Event description:
Yu, j. (2025). Embolization of a high cervical pial arteriovenous fistula resulting in respiratory insufficiency due to diaphragmatic paralysis: a case report. Radiology case reports, 20(9), 4293¿4298. Https://doi.org/10.1016/j.radcr.2025.05.060 medtronic review of the literature article found a case report of a 46-year-old male patient who underwent an endovascular procedure of onyx embolization to treat a high cervical pial arteriovenous fistula (pavf) with associated subarachnoid hemorrhage (sah). A marathon catheter was used to deliver onyx for treatment. It was noted that a second marathon catheter was tried from a different approach but was unable to reach the intended location. During the onyx embolization, there was excessive reflux of the onyx into the distal anterior spinal artery (asa). The pavf was successfully obliterated in the embolization procedure. However, post-operatively the patient had hemiparesis and respiratory insufficiency independently; mechanical ventilation was provided. Fifteen days after evt, the patient¿s hemiparesis completely resolved. However, ultrasound showed continued diaphragmatic paralysis. Magnetic resonance imaging (MRI) revealed cervical cord infarction at the c2-c3 vertebral level, which supported the diagnosis of diaphragmatic paralysis due to phrenic nerve injury. The patient received daily respiratory rehabilitation therapy and respiratory function we improving. However, 93 days post-procedure, the portable ventilator was not used and the patient died while sleeping.

Manufacturer narrative:
B3. Reported event date is the date the article was published online. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.